Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 24cm glidepath d/l catheter in two segments was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete circumferential break was noted on the distal end of the catheter. A complete circumferential break was noted on the proximal end of the distal catheter segment. The blue luer hub appeared to be partially detached, and a gap was noted. Upon infusion, a leak was observed from the proximal end of the distal catheter segment. Therefore, the investigation is confirmed for the reported catheter fracture, fluid leak and detachment of blue luer hub. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (medical device catalog #), g3, h4, h6 (component, method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using glidepath catheter. After the procedure, the hub was allegedly cracked. It was further reported that leakage was occurred. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that sometime post dialysis catheter placement procedure, the hub was allegedly cracked. It was further reported that leakage occurred. Reportedly, the broken part moved away from the hub. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the device is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.